Event description:
Related manufacturer reference number: 3006705815-2021-00129, 1627487-2021-00315.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-00129, 1627487-2021-00315. It was reported that the patient began to experience pain and tenderness at their ipg site and went to the emergency room as a result. The patient was diagnosed with an infection at their ipg and lead site. As a result, the patient's scs system was explanted. No representative was present during the explant.